Event description:
The pacemaker was implanted in 2009. One week later, the patient has been hospitalized due to syncope. Intermittent pacing was observed on the ECG and unstable ventricular threshold was also observed. During revision, the ventricular lead was repositioned and good sensing and pacing values were obtained. However, nine days later, other syncope episodes due to intermittent pacing occurred. During the second revision, the physician re-positioned the ventricular lead, but the problem was still present. Then, the pacemaker and ventricular lead were replaced (not sorin devices), but this intermittent pacing phenomenon was still present. The symphony device was returned for analysis.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specs. The damages observed on the connector components clearly showed that difficulties occurred during screwing/unscrewing operation: it is possible that if the damages were done during the implantation, it could lead to bad electrical contacts (the setscrew could have been skewed and stuck at the top of the terminal block) and thus give possible intermittent pacing; however, it is not possible to determine whether all these damages resulted from screwing operations at the implantation or during the revision and explantation procedures, i.e. Whether there is a link between these damages and the reported event. No data was available to review and to confirm the intermittent pacing. In these conditions, the possible causes to explain the reported event could be: lead placement problem, lead damage, noise with ventricular oversensing (due to external interference or myopotential), pacemaker-lead connection issue, pt's physiology. It was reported that the problem persisted after lead repositioning and after complete replacement of the system (pacemaker+lead); no final explanation could be given to the reported behavior.